Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported being hospitalized for high blood glucose. The blood glucose reading at time of the call was 225 mg/dl. Troubleshooting was performed. Ran a fixed prime and high pressure tests and the device passed the tests. No further information was provided.